Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device: 1 year and 4 months. The explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) on (B)(6) 2017 was 210u/l. On (B)(6) 2017, the patient¿s ldh value was 866 u/l. The patient was asymptomatic. The patient was admitted to the hospital on (B)(6) 2017, due to gross hematuria and left flank pain. The patient¿s hematuria resolved on the next day but the ldh continued to rise. The patient¿s inr was between 2.2- 3.5, with no inr values in the sub- therapeutic range. The manufacturer¿s technical services representative reported that in the log file there were no unusual alarms recorded, and that an increase in power was observed over the recorded time period. The patient was started on heparin drip. Ldh levels decreased, and then rose back to the 1300 u/l range. Additional information received indicated that on (B)(6) 2017, the patient underwent a pump exchange. It was reported that only the patient¿s vad pump was replaced. The original inflow and outflow from 2014 were left in patient. The lvad clinicians did not think the inflow or outflow were the issue based on x-ray and computerized tomography (CT). No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 6 inches from the pump housing and two distal portions were returned measuring approximately 8 and 24 inches respectively. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed a red, tissue-like thrombus was observed on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet portion of the rotor and rotor bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the thrombus and a duration of time for which it was present in the pump could not be determined, it would have contributed to the report of elevated lactate dehydrogenase (ldh). Visual inspection of the remaining blood-contacting surfaces of the device did not reveal any evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.